Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08765 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 11/26/2024 to 01/30/2025. There was no data available to verify daily total of basal/bolus delivery and unexpected alarm(s)/suspends for the customer's event date of 22-feb-2025 there was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the customer's event date of 22-feb-2025 in the formatted history file. On the ss event date of 22-jan-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the ss event date of 22-jan-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 71750 (7.175 u) and dailytotalofbolusinsulindelivered = 240000 (24 u) which is equal to the dailytotalofallinsulindelivered = 311750 (31.175 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the ss event date of 22-jan-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 01/18/2025 21:03:00.000, 01/20/2025 07:50:00.000, 01/20/2025 07:50:00.000, 01/22/2025 10:07:00.000. Sensorexpiredalert (794) was found on: 01/20/2025 05:13:37.000. Lostsensor2alert (781) was found on: 01/20/2025 08:10:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 01/22/2025 02:28:01.000, 01/22/2025 21:48:09.000. Insert battery alarm was found on: 01/22/2025 02:29:14.000, 01/22/2025 17:02:43.000, 01/22/2025 17:12:00.000, 01/22/2025 21:48:07.000, 01/22/2025 23:19:57.000. Power loss alarm was found on: 01/22/2025 21:48:26.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. Power loss alarm was expected since the battery was removed for more than 10 minutes. No unexpected low battery alert/power loss alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.56 mv). The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. The pump was received without a battery. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required functional testing except sleep current measurement. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. However, an intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Battery cap contacts missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery. The customer reported blood glucose value of 20.9 mmol/l. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, dyspnea treated with emergency medical services/ambulance/emergency room visit, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high blood glucose. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.